Event description:
It was reported that during a procedure to treat a lesion in the heavily calcified right coronary artery (rca), a sion blue guide wire was advanced and a few unspecified rx dilatation catheters were advanced, pre-dilatation was performed and the dilatation catheters were withdrawn from the patient anatomy without resistance. A 2.5x20 mm otw trek dilatation catheter was prepped per the instructions for use without any issues noted and advanced without resistance to the target lesion. Dilatation was performed at 12 atmospheres and the balloon was completely deflated without issue; however, during removal of the 2.5x20 otw trek dilatation catheter resistance was felt with the sion blue guide wire. The dilatation catheter was able to be withdrawn from the patient anatomy. A new larger trek dilatation catheter was advanced over the sion blue guide wire without resistance, dilatation was performed and no resistance was felt with the sion blue guide wire during removal. A xience alpine stent delivery system (sds) was then advanced over the sion blue guide wire without resistance, the stent was implanted and the stent system was simply withdrawn from the patient anatomy and no resistance was felt with the sion blue guide wire during removal. Reportedly, post procedure an attempt was made to flush the 2.5x20 otw trek dilatation catheter and it was not possible to flush the device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned guide wire was backloaded and removed through the entire length of the guide wire lumen of the balloon catheter with no resistance noted, thus the reported resistance met removing the balloon catheter on the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.